Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what was being done when the suture broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? During closing the surgical wound with the suture. What tissue was being approximated or sutured when it broke? No further information is available. Could you please provide lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Note: events reported via: (B)(4). Trade name - irgacare¿, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, 2 sutures broke in a row during wound closure though they were used with the usual way. No adverse patient consequences were reported. Additional information was requested.